Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead .

Event description:
Information was received from a consumer implanted with a neurostimulator for chronic low back pain. It was reported that the patient would like to make arrangements to get a replacement. The patient had a loss of therapy, one broken lead, and the battery was "toast". The patient didn't know if the battery was dead due to regular battery life, just that he couldn't recharge it anymore. The patient was to follow-up with a healthcare professional. The issue was noted to have occurred in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.